Manufacturer narrative:
Emdr section h6, code d1001 was added to reflect results of investigation.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2025, this patient underwent an endovascular treatment for a peripheral artery disease with severe calcification, whereby gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted in the external iliac artery. On an unknown date in 2025, it was observed that the vbx device was collapsed and occluded. On (B)(6) 2025, a reintervention was performed. Balloon dilation and thrombectomy was performed, and a bare metal stent was additionally implanted to reline the vbx device. Good blood flow was confirmed and the procedure was completed. The physician reportedly stated as follows: because the patient was quite emaciated, elderly, and had a kyphosis, the risk of device collapse was recognized preoperatively. However, since there was severe calcification, vbx device was chosen instead of a bare metal stent, judging that there were no other options.